Event description:
Information was received from user facility via manufacturer representative regarding a product during prior to use. It was reported that the driver tip broken. No further complications reported/anticipated because of this event.

Manufacturer narrative:
H3: product analysis #(B)(4):part # 7480130; lot # m05f0194 visual and optical inspection confirmed the tabs at the tip of the instrument have been bent from bend stress overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.